Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the device alarmed off no power alarm. Customer's blood glucose was 201 mg/dl. Device did not alarm a low battery alarm prior to the off no power alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined sections e1 was filled out incorrectly in the initial complaint.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected off no power alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.